Event description:
It was reported that customer experienced repeated occlusion alarms over a three-week period, including one event that led to emergency room visit and subsequent hospital admission to intensive care unit with a blood glucose level around 200 mg/dl with ketones. Customer received intravenous fluids of saline and insulin, which resolved issue. The customer was released on (B)(6) 2026 with issue resolved and no permanent damage. Occlusion alarms were addressed with a pump supply change, successfully resuming insulin.